Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation. The clinical observation was unable to be confirmed. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. A manufacturing deficiency was not identified. Based on the information received, operational context contributed to this event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. (B)(4).

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case edwards received information that a 28mm annuloplasty mitral ring, implanted 22 days, was explanted due to severe hemolysis and left ventricular outflow gradient. Through medical records, the patient's mitral valve was tested and found to be basically competent. There was no epithelialization present posteriorly, which suggested to me that the hemolysis had arisen from the posterior annulus. On careful inspection, there was a 1 to 2 mm periannular leak when I had placed previous pledget, which was outside the annulus and represented probably a high velocity adjacent to a pledgeted suture. Additionally, echocardiographic findings were a significant left ventricular outflow tract gradient and easily inducible systolic anterior motion after induction of anesthesia. The explanted device was replaced with a 31mm bioprosthetic mitral valve. The patient was left intubated and brought to ctu in satisfactory condition having tolerated the procedure well.